Manufacturer narrative:
Three samples received in opened original packaging. Three cover foils where also returned. All show the same lot number. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The three received forceps samples were visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps show surgery residuals. After cleaning, it was found that the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between tip-tube and sleeve. Forceps devices manufacturer at the location of the complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to manufacturer in the meanwhile and the process has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported six micro forceps that when they are closed do not re-open when the pressure is released on the bellows. The procedure was completed using an alternate micro forceps from a different lot. There was no harm to the patient. Additional information was requested, and received.